Event description:
The customer called into philips to report that they have found during routine maintenance, codes 9:2 and 10:2 in the error log. It was a one time occurrence and device is fully operational. It is unknown if there was any patient involvement.